Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs/migration"), device breakage ("fracturing of the implant"), device dislocation ("migration of essure device location of device: do not recall,") and pelvic infection ("infection (other) describe: pelvic,") in a 40-year-old female patient who had essure (batch no. 526157,628157) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anesthesia and fever. Concurrent conditions included body mass index, fibromyalgia since 2014, panic disorder since 2015, gerd and back pain. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), pelvic infection (seriousness criterion medically significant), panic attack ("psychological or psychiatric problems condition: panic attacks,"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (unilateral salpingectomy), surgery (unilateral salpingectomy) and surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, device breakage, device dislocation, pelvic pain, pelvic infection, panic attack, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, fatigue, panic attack, pelvic infection, pelvic pain, perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: hsg confirms appropriate left fallopian tube essur essure sterilization on, 2nd hsg confirmed that right fallopian tube was still patent due to aberrant position of right essure coil , concern it was in the fimbrial portion of the right fallopian tube. Final pathologic diagnosis right fallopian tube , partial salpingectomy and coil removal : segment of full cross section tube with no significant pathologic abnormality. Essure coil ( gross diagnosis) the specimen is received in formalin in one part labeled with the patient¿s name , medical record number and "portion right fallopian tube and essure coil" and consists of ,a single unoriented fragment, of pink-tan soft tissue with attached metal .coil . The soft tissue component measures 1 . 5" x 0 . 5 x 0 . 3 cm and is entirely submitted in (a1) most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and mr received , reporter information ,lab data, patient demographic information,essure indication and lot number ,concomitant medication and event infection (other) describe: pelvic, psychological or psychiatric problems condition: panic attacks, migration of essure device location of device: do not recall, vaginal discharge, fatigue and weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic"), perforation ("perforation of organs/migration"), device breakage ("fracturing of the implant") and device dislocation ("migration of essure device location of device: do not recall,") in a 40-year-old female patient who had essure (batch no. 526157-inv,628157-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anesthesia and fever. Concurrent conditions included body mass index increased, fibromyalgia since 2014, panic disorder since 2015, gerd and back pain. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue"), weight increased ("weight gain") and anxiety ("anxiety"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female") and panic attack ("psychological or psychiatric problems condition: panic attacks,"). The patient was treated with surgery (unilateral salpingectomy), surgery (unilateral salpingectomy), surgery (unilateral salpingectomy) and surgery (unilateral salpingectomy). At the time of the report, the pelvic infection, perforation, device breakage, device dislocation, pelvic pain, panic attack, vaginal discharge, fatigue, weight increased and anxiety outcome was unknown. The reporter considered anxiety, device breakage, device dislocation, fatigue, panic attack, pelvic infection, pelvic pain, perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: patient need for additional surgery on (B)(6) 2018: tubal ligation was done on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: hsg confirms appropriate left fallopian tube essur essure sterilization on, 2nd hsg confirmed that right fallopi.an tube was still patent due to aberrant position of right essure coil , concern it was in the fimbrial portion of the right fallopian tube. Final pathologic diagnosis: right fallopian tube , partial salpingectomy and coil removal : segment of full cross section tube with no significant pathologic abnormality. Essure coil ( gross diagnosis) the specimen is received in formalin in one part labeled with the patient¿s name, medical record number and "portion right fallopian tube and essure coil" and consists of ,a single unoriented fragment, of pink-tan soft tissue with attached metal .coil . The soft tissue component measures 1 . 5" x 0 . 5 x 0 . 3 cm and is entirely submitted in (a1). Most recent follow-up information incorporated above includes: on 8-oct-2018: plaintiff fact sheet received: anxiety event was added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs/migration"), device breakage ("fracturing of the implant"), device dislocation ("migration of essure device location of device: do not recall,") and pelvic infection ("infection (other) describe: pelvic,") in a 40-year-old female patient who had essure (batch no. 526157-inv,628157-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anesthesia and fever. Concurrent conditions included body mass index increased, fibromyalgia since 2014, panic disorder since 2015, gerd and back pain. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), pelvic infection (seriousness criterion medically significant), panic attack ("psychological or psychiatric problems condition: panic attacks,"), vaginal discharge ("vaginal discharge,"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (unilateral salpingectomy), surgery (unilateral salpingectomy) and surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, device breakage, device dislocation, pelvic pain, pelvic infection, panic attack, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, fatigue, panic attack, pelvic infection, pelvic pain, perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: hsg confirms appropriate left fallopian tube essur essure .sterilization on, 2nd hsg confirmed that right fallopian tube was still patent due to aberrant position of right essure coil , concern it was in the fimbrial portion of the right fallopian tube. Final pathologic diagnosis right fallopian tube , partial salpingectomy and coil removal : segment of full cross section tube with no significant pathologic abnormality. Essure coil ( gross diagnosis) the specimen is received in formalin in one part labeled with the patient¿s name , medical record number and "portion right fallopian tube and essure coil" and consists of ,a single unoriented fragment, of pink-tan soft tissue with attached metal .coil . The soft tissue component measures 1 . 5" x 0 . 5 x 0 . 3 cm and is entirely submitted in (a1). Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs/migration") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female"). The patient was treated with surgery (to remove the essure) and surgery (to remove the essure). Essure was removed on (B)(6) 2009. At the time of the report, the perforation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.